Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is showing a service required message and will not stay on. They unplugged it and changed the power cord and is still showing the message. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the display no working, pcba burned and contaminated. There were multiple errors has been identified. The device was scrapped.